Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that per healthcare professional insulin pump was not delivering basal. It was reported that 4 basals were shown on carelink, but only two was shown on insulin pump. Customer reported that insulin pump would alarm that blood glucose was low but was truly 200 mg/dl. Customer also reported that the back light and vibrate was no longer working. Customer declined troubleshooting.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The pump was monitored and the backlight and vibrator functioned properly during testing. The pump was programmed with a 2.0 basal rate and a 1.0 unit bolus delivery. All delivered and completely recorded properly. No basal anomaly was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.